Manufacturer narrative:
It was previously reported: the manufacturer received information alleging the active exhalation control module failed during service pre-testing on a trilogy ev300 ventilator at the customer site. The device was not in use on a patient at the time of the occurrence. It was determined the 3-way solenoid valve, and the proportion valve would require replacement to address the active exhalation control module pre-test failure. Device repair is pending. At this time, the manufacturer is unable to confirm the alleged malfunction. The root cause has not been confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information was received: evaluation of the device was completed by the philips field service engineer (fse) with the following findings: failure of the device during pre-testing was confirmed. The philips fse replaced the device's 3-way solenoid valve and the proportional valve (active exhalation control module). After replacement of the components and calibration, the device passed final testing and was confirmed to operate properly. The system meets the specification for the performed service and is returned to use. Coding grids have been updated to reflect the device evaluation results.

Event description:
The manufacturer received information alleging the active exhalation control module failed during service pre-testing on a trilogy ev300 ventilator at the customer site. The device was not in use on a patient at the time of the occurrence. It was determined the 3-way solenoid valve, and the proportion valve would require replacement to address the active exhalation control module pre-test failure. Device repair is pending. At this time, the manufacturer is unable to confirm the alleged malfunction. The root cause has not been confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation is complete.